Event description:
This spontaneous case was reported by a lawyer and refers to a social media post. It describes the occurrence of fatal medical device removal ('davinchi robot surgery deaths') in an unknown number of female patient who had essure inserted. Details of each individual patient and specific cause of death were not reported; nor were given details of essure use (such as details of removal procedure, dates or any associated complication). Patients` concurrent conditions, concomitant medications or past medical history were also not provided. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal quality-safety evaluation of ptc: unable to confirm complaint. This case with very limited information was received via lawyer and refers to a social media post. The occurrence of fatal medical device removal ("davinchi robot surgery deaths") in an unknown number of patients was reported. Details of each individual patient and specific cause of death were not reported; nor were given details of essure use (such as details of removal procedure, indication for removal, dates or any associated complication). Patients` concurrent conditions, concomitant medications or past medical history were also not provided. Nevertheless, considering the reported association with the essure removal procedure, causality to the suspect device cannot be excluded (related). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and refers to a social media post. It describes the occurrence of fatal medical device removal ('davinchi robot surgery deaths') in an unknown number of female patient who had essure inserted. Detailments of each individual patient and specific cause of death were not reported; nor were given details of essure use (such as details of removal procedure, dates or any associated complication). Patients` concurrent conditions, concomitant medications or past medical history were also not provided. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-mar-2020: quality-safety evaluation of ptc this case with very limited information was received via lawyer and refers to a social media post. The occurrence of fatal medical device removal ("davinchi robot surgery deaths") in an unknown number of patients was reported. Detailments of each individual patient and specific cause of death were not reported; nor were given details of essure use (such as details of removal procedure, indication for removal, dates or any associated complication). Patients` concurrent conditions, concomitant medications or past medical history were also not provided. Nevertheless, considering the reported association with the essure removal procedure, causality to the suspect device cannot be excluded (related). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.